Event description:
It was reported that the patients right ventricular (rv) lead had become dislodged. An intervention was completed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).